Manufacturer narrative:
(B)(4). Post market vigilance (pmv) received one endo stitch device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. Witness marks from the needle tip impacting the bevel wall were observed. No sheering on the toggle switches was observed. The instrument was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. The file was concluded to be could not be reliably determined because the needle was not returned. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a hysterectomy, the needle disengaged from the device prior to use on patient. It was also indicated that the user had had difficulty loading the device. No adverse effect to patient was reported. Nothing fell into the patient cavity. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem.